Event description:
During an in-clinic follow-up, decreased pacing impedance and previous episodes of noise were observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable with no consequences

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, decreased pacing impedance was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable with no consequences.